Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: hip instability with recurrent dislocation. The product was not returned to depuy synthes, however photos were provided for review. See attachment (depuy23-53 picture 1 and depuy23-53 picture 2). Visual analysis of the photo provided for the altrx +4 10d 28idx46od was found the liner with a hole in most likely caused during removal of the device. Furthermore, the head shows abrasion (black smears) that are consistent with the head coming into contact with titanium metal. This could have only occurred after dislocation of the head from the liner at which point the ceramic head may have rubbed against the edge of the titanium cup, where abrasions were also noted. Therefore, dislocation between the head and liner is confirmed. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. The overall complaint was confirmed as the observed condition of the altrx +4 10d 28idx46od would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: quantity manufactured: (B)(4); date of manufacture: 8/16/2017; any anomalies or deviations identified in DHR: none; expiry date: 31/07/2022; IFU reference: IFU-090200701. Device history review: quantity manufactured: (B)(4); date of manufacture: 8/16/2017; any anomalies or deviations identified in DHR: none; expiry date: 31/07/2022; IFU reference: IFU-090200701.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b1 (is product problem), d4 (lot) and h4. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Unknown hip acetabular cup was updated to pinnacle bantam acet cup 46mm.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
Hip instability with recurrent dislocation.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.